Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was not oberseved during the initial testing. The device was put through extensive testing including bench handling, impedance test, defibrillation cycling test and shock testing without duplicating the problem. An internal inspection of the device found no discrepancies. Therefore, the device was recertified and returned to the customer. Review of the device activity log showed an occurance one time that indicated the user pressed the shock button without first pressing the charge button. The device then prompted the user with the "defib not charged" and "press charge" button messages. The user then pressed the charge button and the shock button and the device delivered a successful shock. This report was unsubstantiated. Analysis of reports of this type has not identified an increase in trend.